Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction with the mildly tortuous anatomy resulted in the distal shaft becoming bent thus during deployment resulted in preventing the shaft lumens from moving freely resulting in the reported physical resistance / sticking and the reported difficult or delayed activation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported physical resistance / sticking and the reported difficult or delayed activation difficulties cannot be determined. Manipulation of the compromised device as reportedly the handle was opened and manually deployed the stent resulted in the reported stretched stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2017 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: health effect - impact code 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a lesion in the right external iliac artery with mild tortuosity. The 8.0x80mm absolute pro vascular self-expanding stent system (sess) was being deployed when the wheel locked. The handle was opened and manually deployed the stent; however, the stent was noted to be elongated about 20mm. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.